Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in cloudy fluid. The breach in aseptic technique was further described as relating to the sterile procedure technique of connection and disconnection. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin (intraperitoneal, dose and frequency were not reported) for the event and was discharged home to take oral ciprofloxacin (dose and frequency were not reported). Antibiotic therapy was ongoing. At the time of this report, the patient had recovered from the event. Action taken with pd therapy was unknown. It was not reported if the patient or caregivers were retrained on the proper aseptic technique no additional information is available.